Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had hospitalized due to diabetic ketoacidosis and high blood glucose levels on (B)(6) 2022. Customer was hospitalized overnight. Blood glucose level at the time of incident was unknown. Customer reported blank display and critical pump error with an open book image resulted to high blood glucose. Ketone test was performed and resulted positive. Customer treated with insulin pen. It was unknown whether customer was using the auto-mode feature. The insulin pump will be returned for analysis.